Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump passed the displacement accuracy test. The insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, failed battery test alarm, bad battery alarm, weak battery alarm, battery out limit alarm or blank display noted. The insulin pump had with minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at the battery tube threads area and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 1000 mg/dl and 500 mg/dl. Customer was hospitalized for diabetic ketoacidosis. The customer was treated with insulin drip. The customer was wearing the insulin pump during the hospitalization. The customer checked the alarm history and the insulin pump had blank display, failed battery test, off no power anomaly, battery out limit and weak battery. The customer was unable to troubleshoot during time of call. The insulin pump will be returned for analysis.